Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "pain", "swelling", "seroma", "enlarged ganglia", "radial folds", "capsular contracture" baker grade IV, "lymph nodes with increase dimensions", and "inflammatory process".

Event description:
Healthcare professional reported left side "rupture", "pain", "swelling", "seroma", "enlarged ganglia", "radial folds", "capsular contracture" baker grade IV, "lymph nodes with increase dimensions", and "inflammatory process". Device remains implanted.